Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump and assisted caller with reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.